Manufacturer narrative:
Per customer, "the post collection needle shield was placed on backwards. We have experienced other problems with these hubs such as the shield not fully engaging, popping back off, or bending the needle and pushing through the lock." Customer also reported, "after collection of blood staff went to activate the safety shield and the shield was installed backwards on the hub therefore staff was unable to safety secure the used needle. Staff notified management with photo and items were discarded safety in the sharps container." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per customer, "the post collection needle shield was placed on backwards. We have experienced other problems with these hubs such as the shield not fully engaging, popping back off, or bending the needle and pushing through the lock."